Event description:
It was reported that there was a problem with the lead. During the implant procedure, an intraoperative impedance test was done and found there was a short on 1 and 3 with an impedance of 86 ohms. The physician was using a long stylet that was packaged with the lead and the twistlock screening cable. It was attempted to untwist and reconnect screening cable with no resolve. Another lead was used, everything checked out fine, and the patient was doing great.

Manufacturer narrative:
(B)(4). Manufacturing ID originally reported as (B)(4). Additional review indicates correct manufacturing ID is (B)(4).

Manufacturer narrative:
Final analysis of the lead revealed a short between circuits 1 and 3 on the proximal end of the conductor. It was noted that on the #3 conductor, the outer conductor insulation was abraded. Final analysis of the stylet revealed breached parylene coating. It was noted that the stylet wire was bent at the distal end. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot# v931137) found there was a conductor crossover at the proximal end.

Manufacturer narrative:
There was another analysis of the lead and stylet. In addition to the previous analysis of the lead there was a further procedural non-conformance. The proximal end conduct had a short between circuits. It was noted that there were dry conditions. It was also noted that a crossover was observed with an x-ray and confirmed when destructive analysis was performed. There was also visible depth stop damage. Analysis of the stylet accessory found that there was a procedural non-conformance. It was noted that the wire parylene coating was damaged at the depth stop site. It was noted that there was visible depth stop damage on the stylet.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 3387s-40, lot# v931137, serial# unknown, product type: lead. (B)(4).